Manufacturer narrative:
The insulin pump had no button error alarms noted. The device had no button response due to corroded keypad traces. Unable to test for motor error alarms due to no button response. The motor was tested outside of the device and passed. The device had a minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, and cracked reservoir tube lip. No moisture damage noted on the electronic assembly or on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 111 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.